Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increasing impedance measurements that have reached high out range. Amplitude and threshold measurements have also increased. A technical service consultant was contacted to determine whether this lead should be replaced. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.